Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual inspection identified that part of the tube was cut and sealed. The cause of the malfunction was determined to be an operator error during the packaging of the set. Awareness training has been completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a flogard solution administration sets tubing was ¿crimped and stuck together¿. This malfunction was identified before use. There was no patient involvement. Additional information was requested and is not available.